Manufacturer narrative:
Attempts to retrieve additional information from the customer are in progress. During device evaluation at olympus, it was found the complaint was confirmed and the image cut out when the scope was angulated. Evaluation found the insertion tube had multiple heavy dents that could have damaged the charged couple device (ccd) elements resulting in the image being cut off. Also, evaluation found there were customer stickers on the grip. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the zoom/focus switching function of the evis lucera colonovideoscope was not working. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found the nozzle was clogged with foreign material. The report is being submitted due to foreign material in the nozzle found during evaluation.

Event description:
Additional information received from the customer reported the scope was inspected prior to use. The white balance was checked and the scope was checked by the css prior to going to the operating room. No issues were found. The intended procedure was a ureteroscopy. There was no delay and there was no patient harm. File updated accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information obtained from the customer. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to physical stress was applied to insertion section during user handling of the subject device and charged coupled device (ccd) unit was damaged. The event can be detected by following the instructions for use (IFU) which state: inspection of the endoscopic image the event can be prevented by following the instructions for use (IFU) which state: do not strike, hit, or drop the distal end of the endoscope, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the distal end of the endoscope, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. Olympus will continue to monitor field performance for this device.